Event description:
Caller reported a cartridge alarm 20, but there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted by replacing the pump and providing guidance on proper load techniques for a new cartridge. Customer was informed about the replacement pump with updated software and available training in their tandem source account. Additionally, instructions on putting the pump into storage mode and steps for returning the problematic pump were provided and acknowledged by the caller.